Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement and perforation. The rv lead did not delivered therapy when required. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Laboratory analysis was unable to confirm the field reported allegation of perforation. The lead passed testing.

Event description:
Boston scientific received information from product investigation closure, and a supplemental report is being filed. It was reported that this right ventricular (rv) lead exhibited dislodgement and perforation. The rv lead did not delivered therapy when required. The lead was explanted. No additional adverse patient effects were reported.